Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the soft keys on the bottom of the touchscreen were not working. There was no patient involvement.the event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 06dec2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse recalibrated the touchscreen, verified operation and returned the unit to service.